Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Fibrin debris was visible on top of sample and one analyzer alarm indicated a clot. Therefore, improper sample quality was possible root cause. Other typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high elecsys testosterone ii assay result for one patient sample. The initial result was 600 ng/dl and was reported outside the laboratory. The doctor did not believe the result as he was expecting a low value. The sample was repeated on (B)(6) 2017 with a result of <3 ng/dl. The patient was not adversely affected. The reagent lot number was 23299404 with an expiration date of 31-aug-2018. The field service representative found this was an isolated incident. He checked all probe alignments and wash rinse levels, ran mechanism checks and diagnostic checks. All results were within specifications.